Manufacturer narrative:
Additional information received. Field g7: updated to "follow-up #: 1". Field h2: entered "device evaluation" . Field h3: updated "evaluation summary attached". Field h6: changed result code to "213". Changed conclusion code to "4310" and "18". Field h10: added description of changes.

Event description:
A health care professional (hcp) reported to zeiss sales representative that the opmi pico head separated from the mora interface while being used. There was no injury reported to the patient, doctor or a third party.